Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip opening while establishing final arm angle. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. One clip was advanced into the patient anatomy and grasping was successful following leaflet assessment it was noted that the clip opened to approximately 20 degrees after the first attempt at establishing final arm angle (efaa). Troubleshooting was unsuccessful and the clip was replaced. One clip (xtw 20329r177) was implanted reducing the mr to a grade of 1-2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Event description:
N/a

Manufacturer narrative:
All available information was investigated, and the reported clip opening while establishing final arm angle (efaa) was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. The investigation was unable to determine a cause for clip opening during efaa. There is no indication of a product issue with respect to manufacture, design, or labeling.